Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, an adverse event had occurred. The patient reported a fall from possible hypoglycemic event. The patient stated that she woke up on the floor on (B)(6) 2017 from a low blood glucose. The patient stated that she did not seek medical attention and self- medicated. It is unknown what the patient had taken to treat herself. No product defects or failures were alleged. At time of contact the patient's condition was doing fine. No additional event or patient information is available.